Event description:
Boston scientific crm received info that this dextrus right ventricular lead dislodge. In a revision procedure, the lead was successfully repositioned with appropriate measurements. No adverse patient effects were reported.